Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during patient infusion (medication, dose, programmed amount and delivery rate unknown) in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a reload set occurred and was unable to test for "pump overinfused". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications, which include flow accuracy calibration. Should additional relevant information become available, a supplemental report will be submitted.